Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the staple line was partially deployed. The reinforcement material from reload was stuck to the tissue. The issue was corrected by oversewing the site.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation completion.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, open staples stayed back in the reload. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to the two cm cut line. A photo received shows reload partially fired within the patient. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. The device stopped firing at the two cm cut line but when the blue button was pressed again the device completed the firing without difficulty. All remaining staples were placed and the test media was cleanly transected. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.